Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was sensing noise when the patient does isometric exercises. The ra lead remains in use and will have increased follow up. No patient complications have been reported as a result of this event.